Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. Transient low flow alarms were confirmed through the analysis of the submitted log files; however a specific cause for these alarms could not conclusively be determined through this evaluation. The system controller event log file contained data from (B)(6) 2018 at 10:13:53 through 11:12:22. Transient low flow alarms associated with elevated pi values were captured throughout the file. The pump remained above the low speed limit and appeared to function as intended. The hm3 lvas instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. Additionally, this IFU also notes that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s age at time of event, gender, and weight was requested but not provided. Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was reported that the patient was in near constant low flow. Labs and echo was performed; however, the results were unavailable. Technical services reviewed the submitted log file and observed the low flow events throughout the event log. No additional information was provided.